Event description:
It is reported that during attempted delivery of a resolute integrity drug eluting to a target lesion, the stent became dislodged form the balloon and remains in the patient's leg. It has been confirmed that physician was not concerned about the stent that had migrated to the lower leg. Confirmation has been received that the patient is well with no clinical sequelae.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. No results available since no evaluation performed - limited information, no device or procedural images returned. (B)(4).